Event description:
Patient reported a malfunction, indicated by a code, experienced while using a product. There was no adverse impact to the customer¿s blood glucose level. The customer reached out for technical or product support as a corrective action.